Manufacturer narrative:
Cont'd from medical devices: 1000ml baxter bag ndc (B)(4) lot number 17g19e9b, exp 12/2018, 0.9% nacl, therapy date unk. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a leak at the pump segment during patient use. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a leak in the pump segment was confirmed. Visual inspection of the set showed that the silicone segment had a tear near the upper fitment. Examination under magnification showed no crush mark to the upper fitment. Functional and pressure testing confirmed leaking from the silicone tubing near the upper fitment. The cause of the leak was a tear in the silicone segment. The root cause of the tear is unknown.